Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#:(B)(6). E1: reporter phone#:(B)(6).

Event description:
It was reported the the spo2 values have false and deviated values. The customer uses spo2 sensors from other manufacturers. The device was not in clinical use. There was no report of patient or user harm.